Manufacturer narrative:
After inserting the battery and powering the unite it came on and then unite went to blank display. The unite was inspected and found the power connector b1 unlocked from interface pcb noted.

Event description:
The customer reported via phone call that the insulin pump alarmed external flash crc error. The customer's blood glucose value was unknown. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the pump. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.